Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer air dermatome had a burr that would not let the width plate lock into the head of the dermatome. Additional clinical follow up with the customer indicated that originally the burr was believe to be present on the device out of the box, and the device had never been used; however the hospital staff stated that the device had been used in a case, then sent to sterile processing where the device was actually dropped, causing the damage/burr. The burr was observed when the device was being prepped for use in the operating room and the staff was unable to attach the width plate to the device due to the burr. There was no pt involvement and another device was retrieved and immediately available for use during the procedure and there was no surgical delay.